Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019, the patient was admitted with fevers, chills, and a sore throat. It was thought to be respiratory but cultures were negative. Infectious disease was consulted and felt it was driveline pocket infection. Wound cultures were positive for pseudomonas. Debridement of pump pocket was completed, antibiotics was started, and the patient was discharged home on (B)(6) 2020 on oral antibiotics.